Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed oversensing noise, high capture thresholds, and high pacing impedance on the atrial lead. Programming changes were performed to address the issue. The patient condition was stable.